Event description:
On (B)(6) 2016, osteomed was notified that a revision surgery was required for a patient due the patient's complaint about irritation during range of motion. After partial fracture healing the longer length screws were removed and replaced with shorter length locking screws. The following devices were removed from the patient: (B)(6). The surgeon intentionally biased his screw selection to longer part numbers for this particular patient to extend beyond the far cortex in order to ensure full bicortical placement during the original surgery. All the explanted devices were replaced. Per feedback from the surgeon, the revision surgery was completed successfully.

Manufacturer narrative:
The root cause of this incident is due to the surgeon's technique. The surgeon purposely implanted the screws past the dorsal cortex in order to stabilize the fracture site. Because the patient experienced irritation following the surgery, a revision surgery with shorter screws was performed. The explanted devices were returned to osteomed for evalution and destruction. Osteomed has received feedback from the surgeon that the revision surgery was completed successfully. Qa note: during an audit of MDR submissions, we identified that there was an error on the follow-up report that prevented upload to maude. Therefore, this report is being re-submitted. Date of original update report: 05/20/2016.